Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown, if the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj) vancomycin, 1 gram for 15 days and inj fortum, 2 grams/repeat dose after 5 days, (routes were not reported). The outcome of the peritonitis and whether dianeal therapy was ongoing was unknown. No additional information is available.